Manufacturer narrative:
This report is submitted on december 14, 2020.

Event description:
Per the surgeon, the patient experienced an abscess and septic capsule on and around the implant. The abscess was drained and microbiology confirmed a mrsa positive infection which is being treated with an oral antibiotic. The implant remains in-situ.